Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint opt318 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (B)(4) for evaluation. Our analysis is based on the event description, photographs provided and our knowledge of the product. Results: visual inspection of the photograph provided revealed that the left tube was detached from the cannula. There appears to be no damage to the tube. A lot check could not be performed as no lot number was provided. Conclusion: it is likely that the damage is a result of excessive force due to the patient pulling on the device, as reported by the customer. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, (B)(4). If there are any failures the entire batch is placed on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times." "Do not stretch or crush tube."

Event description:
A customer in (B)(6) reported that an opt318 optiflow junior nasal cannula broke due to the patient pulling on the cannula. No patient consequence was reported.